Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell over a year ago. The patient was having pain and swelling near the ipg site and having pain when the stimulation was turned off. Since the pain started the patient has had a 121 pound weight loss. The patient had pain even when the stimulation was turned off. The patient consulted with a doctor and surgical intervention was taken to explant the scs system. The patient's complaint resolved due to the physician explanting the system.